Manufacturer narrative:
(B)(4). After inserting a battery, unit received with failed battery test due to moisture damage electrical board. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify low battery, replace battery alert or unexpected battery power loss alarms due to the failed batt test alarm.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they did receive low battery alert prior to the replace battery alert. Customer stated that this was the second occurrence of replace battery alert in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.